Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their implantable neurostimulator (ins) was protruding through their skin, and there ended up being an ¿open place¿ in their skin. Therefore, the ins was removed, and replaced with a new ins. No further complications were reported or anticipated.